Event description:
Pt had left open tibia fracture in 1996. Also gastrocnemius flap and bone grafting. Complained of having pain with motion. Synthes rod broken and screws broken- unknown how it happened. New rod placed; fracture healing. Hit by car in 1996; fracture of both legs.